Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have had issues with the sensor s and infusion set. The customer states that one of the sensors fell off, and the other had the needle come off when it was inserted into the serter. The customer states that their blood glucose levels have been up in the 500mg/dl. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer is being sent out replacement sensors and infusion set.